Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned for unknown reasons. Incident created because testing revealed the device did not meet longevity expectations.